Event description:
Sterilizing unit was not passing diagnostic test. Needed uv lighting bulb. The uv was reading well below the minimum of 12.9 however once uv light was changed, the ab filters were not working properly and required replacement.